Manufacturer narrative:
A review of the mfg paperwork is being conducted. The review of the mfg paperwork verified that this lot met all pre-release. Please note add'l devices involved: (B)(4).

Event description:
On (B)(6) 2010, this pt was implanted with gore excluder aaa endoprostheses to treat an 8 cm abdominal aortic aneurysm. On (B)(6) 2011, an aortic extender component was implanted to address a type I endoleak. On (B)(6) 2011, another procedure was performed to repair the stent covering the renal arteries. No further complications have been reported.